Event description:
It was reported that the patient was experiencing difficulty to charge the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Nothing can be returned per facility.

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing difficulty to charge the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Nothing can be returned per facility. Additional information stated that the patient's post op programming went well. Patient pleased with coverage of pain areas.

Event description:
It was reported that the patient was experiencing difficulty to charge the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Nothing can be returned per facility. Additional information stated that the patients post op programming went well. Patient pleased with coverage of pain areas.